Event description:
Overdelivery reported. The pump was set to infuse an unspecified solution via primary at 100ml/h with a concurrent secondary infusion of zantac 150mg/250ml at 11ml/h. The secondary zantac was hung at 10am, and at 3pm a nurse noted that the 250 ml container was "almost empty." The expected delivery was approximately 55ml. The pt did not experience any adverse effects due to the overdelivery. No additional info was available.